Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump stopped in the middle of infusion. No adverse patient effects were reported.

Manufacturer narrative:
Additional contact information: (B)(6).